Manufacturer narrative:
This MDR is being submitted for the following errors which was submitted in the initial MDR: "device available for evaluation" should have read "returned to manufacturer". "Date returned to manufacturer" should have read "13sept2022".

Event description:
A facility reported that an issue was detected when initialing the cusa excel 23khz straight handpiece (c2600) for an unspecified surgery. During the test, the handpiece was not recognized, and the housing was cracked. As no other handpiece was available, they called in urgently to another hospital to obtain another handpiece. There was increased surgery time of 3 hours; however, no patient injury was reported.

Manufacturer narrative:
The cusa excel handpiece (c2600) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit confirmed the complaint as valid: the housing had a crack because it was over-torqued, by disconnecting the tip. The housing and o'rings are being replaced, and the calibration and final test according to the manufacturer's specification will be performed. Root cause - the root cause was confirmed as "housing cracked." A CAPA has been raised to investigate cracked housings and is pending corrective action.